Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).